Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. Implanting the neurostimulator in an off-label location, implanting the neurostimulator after the expiration date, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. However, the commercial team member reported the coil was too superficial which caused erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to incorrect surgical technique as the coil was too superficial (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion and they will follow-up with their implanting clinician on (B)(6) 2025. A follow-up will be provided after the patient's appointment.